Event description:
New information received indicates that review of the transmission revealed noise was oversensed on the right atrial (ra) lead and inhibited pacing in the atrium. On (B)(6) 2025, the physician elected to explant the ra lead and replace it with a new lead. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported that during remote follow-up, atrial lead noise was observed. The noise was reproducible in clinic. No intervention was reported. The patient's condition was not known.